Event description:
FDA mw report mw5169668 reported, patient uses the ballard 8 fr suction catheters, which were recently recalled for being non-sterile. In the last week, patient experienced symptoms of pneumonia. Caregivers believe this could have been caused by the use of the non-sterile suction catheters. The symptoms have since subsided. Upon further investigation, the patient had the recalled product in the home.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 10 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: h8; h10 additional information-investigation completion: d4; h2; h6. H6: (appropriate term/code not available): c & d- lot number 1555215 was confirmed to have been shipped directly to the distribution center prior to sterilization. The product involved in the report was not returned for evaluation, additionally no photographic or videographic evidence was provided; however, the complaint is confirmed. Reported lot number 1555215 was confirmed to have been shipped directly to the airlife el paso distribution center prior to sterilization. A CAPA has been created to document the investigation and all related action plan(s). Complaints will continue to be monitored for possible trends. All information reasonably known as of 17 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
FDA mw report mw5169668 reported, patient uses the ballard 8 fr suction catheters, which were recently recalled for being non-sterile. In the last week, patient experienced symptoms of pneumonia. Caregivers believe this could have been caused by the use of the non-sterile suction catheters. The symptoms have since subsided. Upon further investigation, the patient had the recalled product in the home.